Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer thinks that the insulin pump is not delivering insulin. The customer advised that while he was at the doctor they changed his settings, he believes that they did not complete the setting changes. The customer was unable to troubleshoot. Customer's blood glucose level at the time 358mg/dl. No additional information was provided.